Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.